Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had an infusion set clogged with flesh, so the glucose level was increased to 170¿210 mg/dl. The patient also said she changed two sites that did stick, but they were changed due to unintended glucose variation caused by poor absorption. She also stated that she did not notice anything different about the infusion site. There was patient involvement and no harm.